Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the devices had migrated (first device 10 / 12 rings were in the uterus, second device 8 rings were in the uterus)") in a female patient who had essure inserted. The patient's past medical history included normal delivery (live child). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. The reporter commented: when the tests were performed they found that the devices had migrated. In spite of this, the relationship between the pain and essure was not established according to the physicians. After the surgery the pains disappeared. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the devices had migrated (first device 10 / 12 rings were in the uterus, second device 8 rings were in the uterus)") in a female patient who had essure inserted. The patient's past medical history included normal delivery (live child). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. The reporter commented: when the tests were performed they found that the devices had migrated. In spite of this, the relationship between the pain and essure was not established according to the physicians. After the surgery the pains disappeared. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.